Event description:
It was reported that the tip of the probe bent and when the surgeon tried to straighten it, the tip broke. Another probe was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visual inspection confirms the probe tip is bent and approximately 10mm of the tip has been broken off and not returned for analysis. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.